Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a blood set where there was leakage reported during infusion. No drug exposure to patient or healthcare provider reported. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.